Event description:
It was reported that the patient expired. It was noted that when the patient was discharged from the hospital after lv lead implant on (B)(6) 2016, patient was having difficulty in lying down and walking. On (B)(6) 2016, patient was rushed to the hospital in ambulance because the device was not working when the patient experienced high heart rate and was retaining water. Patient was unable to breathe in the ambulance and was given a shot. The patient passed away within an hour. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Event description:
New information received notes that the lead was working when the physician last saw the patient. No additional information was provided.